Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part: 359.219; lot: 9524888; manufacturing site: (B)(4); release to warehouse date: october 7, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The complaint part was forwarded to the responsible sustaining engineer for evaluation. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Both reported severity of harm and rate of occurrence is addressed adequately in the current risk management documentation and no further actions will be taken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the titanium elastic nail-inserter was broken during an unknown surgical procedure. A crack formed through the entire blue part of the device. There was no patient consequence. Surgical outcome was not reported. This is report 1 of 1 for (B)(4).